Manufacturer narrative:
(B)(4). Additional information has been requested. The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device articulation mechanism worked as intended.

Event description:
It was reported that during a laparoscopic appendectomy procedure, while trying to articulate the device, the surgeon tore the peritoneum. The problem occurred prior to firing the device. The sales rep. Stated that the tear was repaired with suture laparoscopically and another device was used to complete the procedure.